Event description:
It was reported that during installation, the cardiosave intra-aortic balloon pump (iabp) unit failed leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields:b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. Additional information:e1(event site state: qc, event site postal code: h1t 1c8). The getinge field service engineer (fse) that encountered the reported issue during the installation the pim leak test failed and replaced the safety disk to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications and the iabp was then released and cleared for clinical service.

Event description:
N/a.